Manufacturer narrative:
.

Event description:
The patient reported in 2007, that his ins had been turning off and on for eight weeks; the patient had reported many falls at follow-up in the following month. The representative verified the battery status via patient programmer and redirected the patient to the hcp. The hcp reported the next month, that the patient had experienced severe balance problems prior to system placement and after dbs implant. The patient had also suffered a several myocardial infarction (date not provided), that required defibrillation five times and resulted in a partial break in the dbs lead wires. The patient then suffered a stroke subsequent to mi and an aicd system was placed. The partial lead break progressed to a complete wire fracture and the dbs system was reprogrammed from monopolar to bipolar settings to avoid interference with the aicd. The patient indicated that his dbs system had recently been turning off and on at his place of employment; the patient works with computers. The patient was deemed too much of a risk to attempt surgical revision because of his condition. Additional information has been requested. See MFR report #6000153-2007-02706.